Event description:
The implantable neurostimulator was 'dead'. The pt planned to have it replaced in the fall. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).